Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, and capsular contracture; baker grade IV (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 250cc mentor memorygel breast implant on one side, and with an unknown size unknown gel implant on the other side, and was presented with bilateral breast implant ruptures, and bilateral capsular contracture; baker grade IV. As a result, the patient underwent bilateral explantation and replacement with mentor 250 hp implants on (B)(6) 2021. This report is for the patient's side implanted with unknown gel implant.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that incorrect code (device not returned) was mistakenly selected under field h6 for type of investigation in the initial submission. The correct code is "device discarded" and it has been updated on this form. Fields h3 have also been correctly updated accordingly on this form. Date of implant has also been added to field d6a on this form which was mistakenly left blank on the initial submission form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient's side implanted with unknown gel implant. Manufacturer¿s reference number: (B)(4).